Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation components not revised: cotyle "anca" avec trous a/revet. Hap 58 ppr67258, lot s10114724. Insert ceram "anca fit?" 28/44 56-58/28 al2.o3 biolox forte, ppr67512, lot s11117461.